Event description:
Reported due to disconnected tip requiring an intervention: during a diagnostic left heart catheterization, while advancing the jography 5f pigtail catheter around the aortic arch, it was noticed that the catheter was prolapsed. The physician was unable to advance the guidewire through the catheter. He removed the guidewire, and withdrew the catheter through the sheath without fluroscopy. Once the catheter was out, it was noticed that the tip of the catheter was gone. Subsequently, fluoroscopy of the sheath site revealed the tip of the jography catheter was at the iliac artery distal to the end of the sheath, and retrieved the tip of the catheter using a snare device. Reportedly, the event did not cause a delay in pt treatment, pt management was not impacted, and the event did not prolong the pt's hospitalization. The pt was discharged with no complications. No further information was provided about the pt of the event.